Event description:
Account reports one incident in which, during the night, a pt contacted the nurse and stated her bed felt wet. The hcp checked on pt and noted the injection site had separated and the pt lost about 100cc's of blood. The blue shrink band remained intact. Rptr stated no injection was being administered. Rptr added that other than a set change, no intervention was required.